Event description:
It was reported that during a low anterior resection procedure, the stapler cut, but did not fire. Due to the device not firing staples there was a hole in the rectum. The surgeon had to hand suture the hole in the tissue and complete the case with a second similar device. There was no patient consequence reported.

Manufacturer narrative:
Date sent: 06/06/2007. Infor anticipated, but unavailable at this time.